Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for the patient effects. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, myocardial infarction and restenosis, as listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use, are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2015 the 3.0x18 xience alpine stent was implanted in the mid right coronary artery (rca) and the 3.0x12 xience alpine stent was implanted in the proximal left anterior descending (lad) coronary artery. The patient had unstable angina and myocardial infarction on (B)(6) 2015. Four vessel coronary artery bypass graft surgery was performed. The rca had 75% stenosis and was one of the four vessels bypassed. The condition resolved on (B)(6) 2015. No additional information was provided.